Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level was over 400 mg/dl. Customer's other blood glucose level was 200 mg/dl and 350 mg/dl. Customer had changed out his set. The insulin pump will be returned for analysis.